Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2017) is considered to be a best estimate. This supplemental emdr represents the bard/davol ventrio st (device #2). An additional supplemental emdr was submitted to represent the bard/davol ventrio st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventrio st on (B)(6) 2015 and (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with recurrent incisional ventral hernia thereby underwent open repair with implant of ventrio st mesh (device 1). Per operative notes, ¿a long incision was made above and below on each side of umbilicus in the midline. The hernia sac was dissected out. A ventrio st mesh (device 1) was placed into the peritoneal space and secure it with sutures.¿ (B)(6) 2018 ¿ patient was diagnosed with recurrent incisional ventral hernia, small bowel obstruction, adhesion, thereby underwent open repair with implant of ventrio st mesh (device 2). Per operative notes, ¿an incision was made into the abdomen in the superior portion. The hernia sac was dissected out. Intra-abdominal lysis of adhesions which was done. Small bowel obstructions were removed. A ventrio st mesh (device 2) was placed into the abdomen and secure it with sutures.¿ (B)(6) 2019 - patient was diagnosed with seroma, adhesion, thereby underwent laparoscopic repair with explant of ventrio st mesh (device 1 ,2) and lysis of adhesion. Per operative notes, ¿an incision was made into the abdomen. Seroma was present into the abdomen, which was taken down. Previously placed ventrio st mesh (device 1,2) was totally excised from abdomen. There were dense adhesions with previously placed mesh which were taken down entirely. Lysis of adhesions were performed. The defect was closed with sutures primarily.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #2). An additional emdr was submitted to represent the bard/davol ventrio st (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventrio st on (B)(6) 2015 and (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.